Event description:
On (B)(6) /2015, the distributor contacted animas indicated that the patient inserted a new lithium battery and following morning a ¿battery low¿ alarm occurred; the distributor indicated that the issue occurred with 2 other new lithium batteries. The model of the complainant pump is unknown at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).